Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy after a fall. X-rays showed that both the l4 and s1 leads were fractured and the l4 lead had also migrated. Attempts to reprogram only restored less than optimal therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient experienced a fall two weeks earlier. X-rays showed a possible fracture in their l4 and s1 lead. X rays also showed the l4 lead has migrated. Impedances are still within normal limits in certain positions. Reprogramming was not effective. No intervention has been planned. The physician said she is considering explanting the system due to the inability to get an MRI since he also has a pns system in place. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.